Event description:
Hcp reported "failed delivery of baclofen to csf, catheter occlusion." The device was explanted but not returned to the manufacturer for analysis. A follow up report will be sent when additional informaiton is received.